Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of the device returned for analysis, a conclusive cause cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during preparation of a 2.5x100mm armada 18 balloon dilatation catheter, it was noted that the device did not hold pressure and leaked air. Two different stopcocks and syringes were used to make sure the leak was coming from the device. There was no patient involvement. Another armada was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was additional information has been requested.